Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported a diagnosis of "stroke." A CT scan revealed acute or subacute right cerebellar stroke. Patient is being treated medically and reportedly has no active symptoms.

Manufacturer narrative:
The patient continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.